Event description:
The pt performed a blood glucose test using the suspect device and thinks that they obtained a reading of approximately 220 mg/dl. The pt took an extra 1000mg dose of glucophage based upon the result per the doctor's order. About three hours later pt had low blood glucose and was hospitalized.